Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received unexpected restart alarm. The customer reported that they received a failed battery test alarm after inserting a battery. The customer's blood glucose was 93 mg/dl at the time of incident. The customer stated that they ate crackers to correct the blood glucose. The customer stated that they were able to clear the unexpected restart alarm. The insulin pump will not be returned for analysis.